Manufacturer narrative:
Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history, condition post-implant, and possible comorbidities have been unsuccessful; therefore, the root cause for this event remains indeterminable. If new information becomes available, a supplemental report will be filed. The device history record (DHR) was not reviewed as the serial number of the device was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that this 29 mm mitral pericardial valve, implanted twenty three (23) days, was explanted due to unknown reason and replaced with a 25 mm edwards valve.